Event description:
It was reported that the haptics of the preloaded johnson and johnson (jnj) intraocular lens (iol) were stuck together inside the eye. The doctor had to manually separate them. There were no further complications and he was able to successfully complete the procedure. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 12, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint product was received. Visual inspection under magnification reveal the complaint handpiece was received with the plunger rod partially advanced and with the lens stuck in the cartridge tip. The leading haptic was unfolded as expected for lens delivery. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. The cartridge tip was bent; stress marks were also observed but were in specification for a used device. The lens module and device assembly were inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. Lens removal was attempted but the lens could not be removed, however, the lens was observed to be torn. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.